Event description:
Pt with a history of clotting and problems with other catheters was administered tpa 3x per protocol but still had issues with flow complained of deep muscle pain upon cannulation and requested removal of the lifesite. The valves were returned for analysis.